Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy -unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain,gen, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received: previously reported event "injury to herself" updated to "pelvic pain", events- "gen, abnormal bleeding, psych injury, post removal complication " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy. And salpingectomy -unilateral). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, salpingitis, mental disorder and post procedural complication outcome was unknown and the pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and salpingitis to be related to essure. The reporter commented: patient received treatment for pelvic pain,gen, abnormal bleeding. Insertion date: date: (B)(6) 2011 (discrepancy noted). Removal date: (B)(6) 2013 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: events added: ectopic pregnancy, chronic salpingitis and device ineffective. Reporter information and rcc notes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.